Manufacturer narrative:
The product was not returned. The associated company lens model is not qualified for use with company cartridge. The indicated handpiece and viscoelastic are qualified. The root cause may be related to a failure to follow the dfu for the product. The customer indicated the use of a non-qualified lens/company cartridge combination. The use of non-qualified combinations may lead to delivery issues and/or damage to the lens or the company cartridge. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received. The site reports, that the crack makes the lens plummet into the chamber of the iol. Potentially, causing the anterior chamber to be compromised.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that cartridge tips are splitting when they eject the lens. Additional information has been requested. There are two related reports for this event, this represents one of two lot numbers and an additional report will be filed.